Event description:
It was reported to philips that the measurement panel damaged, ECG port connector worn. The field service engineer (fse) found that the measurement panel needs replacing. Upon conclusion of the evaluation, it was determined that the measurement panel it was replaced. The device passed testing and was put back into service.